Event description:
Covidien received information of 840 ventilator becoming inoperable. The malfunction did not occur during patient use.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb). The cse then performed a 9.4 to 10.4 gui upgrade. The cse also loaded revision ag software, performed calibration and performance verification testing (pvt). The ventilator passed all testing.